Event description:
The complaint is reported as: after arterial access was obtained (pulsatile blood flow), the guidewire was inserted through the access needle. Upon attempted removal of the wire, resistance was met. The wire was removed with some difficulty but upon inspection of the wire after removal it was noted to be frayed. A chest/shoulder x-ray was obtained and noted retained wire fragment. Wire fragment lodged in soft tissue, will not be removed. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4) the customer returned a spring wire guide for analysis. The introducer needle was not returned. Signs-of-use in the form of biological material were observed on the guide wire. Visual analysis revealed that the guide wire was unraveled from the distal end. Microscopic examination revealed that the distal weld had completely separated from the core wire and coil wire. The proximal weld was intact. No other defects or anomalies were observed. Aside from this, the returned guide wire contained markings, which do not match the guide wire graphic. Visual inspection could not be performed on the introducer needle since it was not returned, and an introducer needle is not included within the reported finished good. The guide wire length from the proximal weld to the point of separation on the core wire measured 451mm, which is not within the specification limits of 13.0938"-13.375" per the guide wire graphic. The guide wire outer diameter measured .024, which is within the specification limits of .024"-.025" per the guide wire graphic. The proximal end of the guidewire was passed through a lab inventory introducer needle (inserted up until the unraveling). Little to no resistance was observed. A manual tug test confirmed that the proximal weld was secure and intact to the guide wire assembly. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The guide wire graphic was reviewed as part of this complaint investigation. The returned guide wire contained markings, which contradicts the guide wire graphic. This in addition to the discrepancy in the guide wire length further indicates that either the wrong guide wire component was returned, or the customer reported the wrong finished good. The IFU provided with the kit informs the user, "to minimize the risk of spring-wire guide damage withdraw catheter relative to spring wire guide about 2-3 cm and attempt to remove spring-wire guide. If resistance is again encountered remove spring wire guide and catheter simultaneously". The IFU also states, "do not withdraw spring wire guide against needle bevel to minimize the risk of possible severing or damaging of spring wire guide". The report of a separated guide wire was confirmed through complaint investigation. Visual analysis revealed that the core wire was broken adjacent to the distal weld. Additionally, the distal weld had completely separated from the guide wire assembly. Dimensional analysis revealed that the guide wire length was not within the specification limits. A device history record review did not reveal any relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The internal specification is higher than the bs en iso 11070:2014 of 1.1 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the circumstances, the root cause cannot be determined as the introducer needle was not returned for analysis. Additionally, it cannot be determined if the wrong guide wire component was returned, or if the customer reported the wrong finished good. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: after arterial access was obtained (pulsatile blood flow), the guidewire was inserted through the access needle. Upon attempted removal of the wire, resistance was met. The wire was removed with some difficulty but upon inspection of the wire after removal it was noted to be frayed. A chest/shoulder x-ray was obtained and noted retained wire fragment. Wire fragment lodged in soft tissue, will not be removed. The patient's condition is reported as fine.